Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had two leaking cassettes. Upon follow up, the patient contact confirmed the reported fluid leak event occurred with two cassettes during fill 1 of the same treatment while the patient was connected. There was fluid on the cassettes but not on the tubing, cassette door, or solution bag. There was not an alarm associated with the leak. The patient contact stated that per the clinic¿s procedure the patient was prescribed two prophylactic antibiotics. (Types/doses unknown, both oral, both 3 days) patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler sets are available to be returned to the manufacturer for physical evaluation. The lot number of the cycler sets were unknown.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.